Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to character limits in e1 event site name is (B)(6). It was reported that iab was used in off label. Iab leak: product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, iab leak can occur due to one or more of the following probable causes an intraaortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Iab leaks can result in the following 1 user not following instructions per IFU or mishandling/misuse of device. 2 off label use.

Event description:
It was reported that during use cardiosave hybrid intra aortic balloon pump (iabp) malfunctioned. There was patient involvement reported. No harm or injury reported. From email fse reported that fluid (blood) had egressed out of the iab circuit (catheter) and into the iabp pim and leaked out into the cabinet where the safety disk resides. Fse team is still not 100 percent sure how far in the iabp pneumatics and won¿t know until repairs are started. Log files indicated that the end users observed alarms indicating issues with the iab catheter restrictions, gas loss in iab circuit and multiple autofill failures. Moreover, it was reported that iab was used in off label use procedure. No harm or injury reported.